Event description:
The reporter stated that the surgeon had inserted a single piece silicone lens model aa4204vf in patient's eye and realized a haptic was bent. The surgeon removed the lens without enlarging the incision and replaced it with another same type lens. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one plate haptic has a piece torn off and is missing. There is clear surgical residue/debris on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.